Event description:
Ous MDR - this patient received inappropriate shocks due to noise on this rv lead. Pacing impedance rose from 550 ohms to 1000 ohms. This lead and the ICD were replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed right ventricular artefacts which led to oversensing with shock delivery as reported in the complaint text. Furthermore the pacing impedance trend curve demonstrated a stable curve around 550 ohms between (B)(6) 2017 and (B)(6) 2018 with a subsequent sudden increase to approx. 1100 ohms. The impedance test performed on (B)(6) confirmed a value of 1130 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.